Manufacturer narrative:
H.6. Investigation summary customer returned (2) open 4mm, 32g pen needles from lot # 9197291. Customer states that the needle clogged during the injection. Both returned pen needles were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that during injection the medication was unable to be delivered with a bd ultra fine¿ pen needles. This occurred on (B)(4)separate occasions. The following information was provided by the initial reporter: it was reported the needle clogged during injection.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection the medication was unable to be delivered with a bd ultra fine¿ pen needles. This occurred on 2 separate occasions. The following information was provided by the initial reporter: it was reported the needle clogged during injection.